Event description:
Broken and leaking. Confirmed complaint: n2o nib worn. N2o nipple loose. Leaking valve body o rings. Point bent on micro derm cryo tip. Repair order (B)(4). Ll100 cryosurgical 900001 e-complaint- (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation: initiated manufacturer's investigation. Inspect returned samples. *analysis and findings: distribution history: the complaint product was manufactured at csi on 02-07-2011 under work order (B)(4) and sold on 02-25-2011. Manufacturing record review. A review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review. Incoming inspection record review not applicable to this product. Service history record. No service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. There are additional instances of confirmed leaking units, however the root cause is usually not definitive and has generally been attributed to either misuse or wear and tear of component parts. Product receipt: the complaint product (item# 900001 serial# (B)(6) was returned on (B)(6) 2021. The serial number of the returned product matched the serial number reported. Visual evaluation: visual examination of the complaint product revealed physical damage. The cryo tip returned with the unit was bent and required replacement. The unit itself showed a worn n20 nib, loose n20 nipple, and leaking valve body o-rings. Functional evaluation: complaint product was functionally evaluated and found not to function properly. The complaint condition was confirmed by service technician. The tip returned with the unit was bent, which per the service tech does not contribute to leaking, but still required replacement. Root cause: while no definitive root cause could be reliably determined, the potential root cause may be wear and tear due to the age of the uni. *was the complaint confirmed? Yes. *correction and/or corrective action: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition.

Event description:
Broken and leaking.confirmed complaint: n2o nib worn. N2o nipple loose. Leaking valve body o rings. Point bent on micro derm cryo tip.repair order (B)(4).1216677-2021-00281 ll100 cryosurgical 900001 (B)(4).